Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray images confirms the reported bone fracture as evidenced by a circlage wire used for repair. The root cause cannot be determined using only this singular image. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for periprosthetic fracture - femoral calcar. Event is serious and is considered mild. Event is definitely related to device probably related to procedure. Date of implant: (B)(6) 2020, date of event: (B)(6) 2020, (right hip). Treatment: orif.